Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing pain and discomfort at the site of the implantable pulse generator (ipg) while charging. The ipg was located in the left back upper buttock area and had tilted, wherein causing difficulty charging and the area to get warm post charge. The patient experienced pain and discomfort in the area for a week after charging the ipg. The patient underwent a revision procedure where the ipg was relocated from the upper buttock area to the abdomen area. The patient was doing well post-operatively.